Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced moderate lower urinary tract infection. The patient was hospitalized. The event is considered not recovered/not resolved (continuing). There were no further patient complications reported in relation to this event. Related to 2183959-2015-00351.